Event description:
The adverse event occurred outside us, in cyprus. A male patient has been using, a sterile, single-use intermittent urinary catheter lofric hydro-kit (40cm, ch12). On march 24th, 2026, the patient contacted the manufacturer representative and reported that he had received three products where the primary package was not sealed completely, it had a hole and was leaking. Since the primary package is the sterile barrier of the product, a hole in the primary package is compromising the sterile barrier of the product. The patient reported that he had used the products and that he had discarded them after use. The patient did not suffer any harm.

Manufacturer narrative:
Batch documentation has been reviewed, and no deviations or earlier complaints are registered for this lot. The patient reported that he had received three products where the primary package was not sealed completely it had a hole and was leaking, compromising the sterile barrier of the product. The products had been discarded by the patient after use, but the patient could provide photos. It was clearly visible in the photos that the primary packaging weld is too narrow on certain parts of the packaging. This lot has been produced in accordance with our procedures. To secure the welds of the products, in the production at wellspect healthcare, 4 products are inspected visually at the start of each order, after adjustments and once every hour. Impenetrability test of urinary bags of 4 products are performed at start of each lot and after adjustments. Nothing deviating was found in the production controls of this lot. The root cause of this incident has not been possible to establish. The process is validated with documented capability. Scheduled sampling inspections are used as a monitoring activity to detect deviations. The risk of low-frequency short-term failures passing is assessed as acceptable based on risk analysis and regulatory requirements. 100% control would not provide a significant risk reduction compared to the current strategy.